Manufacturer narrative:
The t:slim user guide indicates that the device is intended for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis. Reportedly, the customer was not taking care of himself and not managing bg levels properly (not delivering correction boluses). Customer stopped using the t:slim pump the day before being hospitalized because he claimed the cannula came out when swimming; however, contact (mother) does not believe this claim. Customer was treated with intravenous insulin drip while hospitalized and released on (B)(6) 2015.